Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a mildly tortuous, heavily calcified, eccentric, de novo lesion in the proximal left anterior descending artery (lad). Reportedly, the 2.0 x 15mm rx trek was used for pre-dilatation; however, the balloon ruptured during the second inflation at 14 atmospheres. The target lesion was successfully treated with a non-abbott device. The procedure was completed after post-dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. The reported balloon rupture was confirmed. Based on the visual analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency